Event description:
It was reported that during a mitral valvuloplasty, a deformation of a 28 mm cg future mitral valve ring was observed, leading to a poor forming effect. The deformed mitral valve ring was explanted and replaced with another product of the same model during the procedure, and the operation was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the deice had discoloration, and evidence of possible blood contact was noted on the ring. A remnant white multifilament suture was attached to the ring. Small needle holes show placement of implantation sutures. A tear was noted on the fabric cutting into the silicone and exposing the stiffener. Radiography revealed no evidence of fractures to the stiffener. The device history record (DHR) review was performed on the device; there were no issues identified during manufacturing that could have impacted this event. There were no non-conformances (ncmrs), reworks, or deviations. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. A conclusive cause of the poor forming effect could not be determined from the information available. The ring was explanted and replaced with another product of the same model during the procedure. Trends for these event types are being assessed per the criteria and no further action is recommended at this time. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Medtronic will continue to monitor field performance for similar events should they occur. Updated data: d4, d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.